Manufacturer narrative:
Section a4: patient weight: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had scratches and multiple deposits or bumps on the edge of the optic after the iol was implanted. The edge of the optic seemed to be rough/irregular in that area. The surgeon could not aspirate them off the iol, nor could she scrape them off completely as they were stuck to the iol. The surgeon feels it is likely aberrations/defects in the iol production and the deposits are possibly iol material, and not foreign material. The iol was implanted with ease, no resistance, and seemingly normal delivery. The product device was discarded. There was no observation of any plunger override or problem. On post-op day 1 (pod1), it was reported that the patient is doing well. No other information was provided.